Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2005 and presented on (B)(6) 2016 with blurred vision, irregular astigmatism/abnormal topography in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision, slow onset. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2005: right eye: pre-op 20/10, -2.75 x -1.00 x 105; left eye: pre-op 20/10, -3.25 x -.50 x 70. Bcva from (B)(6) 2016: right eye: post-op 20/20, .00 x -.75 x 93; left eye; post-op 20/20, .00 x -2.00 x 95.